Event description:
The customer reported to olympus that during unspecified procedure using this duodenovideoscope and single use distal cover, the distal cap fell off in patient and was retrieved without a second procedure. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(4) - duodenovideoscope (B)(4) - single use distal cover this report is for (B)(4).